Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs and determined that the fenestrated bipolar forceps instrument involved with the reported event was last used during a da vinci surgical procedure performed on (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument allegedly broke and an instrument fragment possibly fell inside the patient. At this time, the current location of the instrument fragment is unknown. It is unclear if the instrument fragment was retrieved or retained inside the patient.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, an unspecified instrument allegedly got stuck in a trocar and an unidentified instrument fragment broke off inside the patient. No x-rays were performed. On (B)(6) 2017, intuitive surgical, inc. (Isi) received the following information from the site's robotics coordinator: the surgical procedure was not recorded on video. The robotics coordinator spoke to the surgeon about the reported event; however, the surgeon could not recall any information as to what happened during the surgical procedure. According to the robotics coordinator, a nurse from the surgical staff just gave her the fenestrated bipolar forceps instrument on an unspecified day and said it was broken. The robotics coordinator did not know what date the reported event occurred. She was able to provide the part and lot of the fenestrated bipolar forceps instrument that allegedly broke during the surgical procedure. The robotics coordinator was unable to provide any additional information regarding the reported event. She did not know if an instrument fragment fell inside the patient and was retained inside the patient. To her knowledge, the surgical procedure was successfully completed.

Manufacturer narrative:
Additional information can be found in sections. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint and completed investigations. The fenestrated bipolar forceps instrument was returned with a cannula and cannula seal still installed on the instrument. The instrument was found to have a broken main tube. Material was missing from the main tube and was not returned by the customer. The missing material measured approximately 0.15 x 0.07. The clevis was dislodged from the main tube. The known common cause of this failure is mishandling/ misuse. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument allegedly broke and an instrument fragment possibly fell inside the patient. At this time, the current location of the instrument fragment is still unknown. It is unclear if the instrument fragment was retrieved or retained inside the patient.